Manufacturer narrative:
The local area field representative was contacted for additional information. Detection enhancements were reprogrammed as well as the ventricular tachycardia (vt) rate cut off. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) received inappropriate anti-tachycardia pacing (atp) and multiple inappropriate shocks resulting in therapy exhaustion. Boston scientific technical services (ts) discussed reprogramming options to mitigate inappropriate therapy. No adverse patient effects were reported.